Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in 2016. Although the exact explant date is unknown, it was reported that the implant was explanted in a revision surgery performed in 2016. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent longitude lumbar fusion surgery at l1-s1 levels, for the treatment of spinal stenosis. Post-op, on an unknown date, the implanted screw broke. As a result, the patient had to undergo a follow up surgery to repair the construct and replace the broken screw. In the revision surgery, a part of the long construct was removed including the broken screw, intact screw, set screws, and part of rod. Part of broken screw remained implanted. Reportedly, upon removal, the doctor noted that set screw was tight in screw (where it had broken off normally during implantation) yet was not seated on the rod. Therefore the rod was moving freely within the tulip head eventually leading to the screw breaking. The screw may have broken off prematurely or the bone screw threads may have caused it to break off too soon. The wearing on the rod and black metal accumulation can be seen in the tulip head and on the rod.

Manufacturer narrative:
Product analysis :visual review confirms screw breakage ~5 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage and smearing is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with some indication of multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X- ray analysis: "single CT image provided of a post-op construct with levels unknown. One of the screws is broken. By report, the rod slid back and forth in this screw head, but the locking screw was set. It is difficult to know if this is a result of the construct failure or a cause of it. Root cause: indeterminate."